Event description:
Additionally, patient reported ¿over filled, too large, hard and caused back problems."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, crack valve and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve; wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Patient reported right-side "wrinkled up". Additionally, healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "wrinkled up" and deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right-side "wrinkled up". Healthcare professional reported right side deflation. Device was explanted.